Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of fluid spillage was found in the ventilator. The expiratory channel pc board , expiratory channel pressure transducer and control pc board were affected and replaced. The whole ventilator was internally cleaned and dried, tested normal and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirms the reported failed flow transducer test during pre-use check. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the fluid spillage is unknown.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).